Event description:
It was reported that fixation was performed twice during a right ventricular leadless pacemaker implant. The device needed to be repositioned due to low pacing impedance. However, it was noticed that the device's helix became stretched during the deployment of the protective sleeve. The device was replaced to complete the procedure. Patient had no consequences.